Manufacturer narrative:
Complaint is not confirmed. Dimensional testing found that the overall length of 15.18 ± .03 inches per drawing c2796 of both devices was between the tolerances (15.19 - 15.20 inches). Upon visual evaluation, it was noted that each one of the two devices has an entire circumference at their two distal ends. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee surgery the pins broke at the "laser marking" end. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 10-feb-2023: it was confirmed that the device broke inside the patient and all fragments were removed from the patient.